Manufacturer narrative:
An outside of united states (ous) customer reported a discordant, falsely elevated troponin patient result obtained from an atellica im 1600 instrument. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated troponin patient result was obtained on an atellica im 1600 instrument. The initial result was reported to the physician(s). The initial sample was repeated on a non-siemens instrument. A new sample was drawn and was repeated twice more on the same non-siemens instrument. The repeat results from the non-siemens instrument were reported, as the corrected results, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely elevated troponin patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00314 on 21dec2021. Additional information (26jan2022): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. The quality control (qc) was in range at the time the sample was run on both methods which indicates this is a sample/patient specific issue. It was noted that the creatine kinase (ck) results for this patient was also elevated above normal. This can be caused by any condition that causes muscle damage and/or interferes with muscle energy production or use (ex. Strenuous exercise and inflammation). Per the instructions for use (IFU), there are many cardiac and non-cardiac conditions that can cause elevations in troponin. Additionally, differences in sensitivity and specificity (antibody binding) can cause different values. Instrument is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of united states (ous) customer reported a discordant, falsely elevated troponin patient result obtained from an atellica im 1600 instrument. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated troponin patient result was obtained on an atellica im 1600 instrument. The initial result was reported to the physician(s). The initial sample was repeated on a non-siemens instrument. A new sample was drawn and was repeated twice more on the same non-siemens instrument. The repeat results from the non-siemens instrument were reported, as the corrected results, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely elevated troponin patient result.